Event description:
Caller reported aviva system blood glucose results, all mg/dl: 47 11:07pm, 96 11:06pm, 94 11:05pm, 36 11:00pm, 45 10:50pm, 58 10:49pm, 47 10:48pm, 37 10:48pm. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.